Event description:
The customer stated that she did not get a low glucose alarm after experiencing low blood glucose levels. The customer's blood glucose levels dropped again while she was being taken to the hospital by the paramedics. Troubleshooting was performed. The history shows that the insulin pump did alarm with low glucose, but the customer says she is sure that it didn't alarm. All the programming was correct. Found that the customer had delivered a five unit prime only an hour prior to the event, while she was connected. The customer stated that her trainer advised her to give a five unit prime everytime she changes the reservoir. Advised the customer that the amount is 0.5, not 5.0, and it is to be done only after changing the entire infusion set, not only the reservoir. The customer asked for a replacement insulin pump, because she is sure that it is not beeping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.